Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to confirm the malfunctioning display issue upon initial inspection. The fse disassembled the display, and found the video receiver board to be faulty. To fix the issue, the fse replaced the video receiver board, as well as, the top cover concealment label. The fse verified proper operation of display after installation, and performed all functional and safety checks to meet factory specification. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) had display issues, as well as, green and red lines. It is unknown the circumstances under which the event occurred; however, there was no patient involvement, and there was no adverse event reported.